Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. However, it was reported that the patient reconnected the lines after they were disconnected, resulting in a breach in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was connection issue with an unknown cassette which led to a break in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in the patient experiencing peritonitis. The breach in aseptic technique was further described as while the patient slept the patient line of the cassette disconnected from the transfer set and the patient reconnected the tubes. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was requesting to return to hemodialysis. At the time of this report, the patient was still experiencing cloudy discharge, but no pain (not further specified). Also at this time, the patient remains hospitalized and is recovering from the event. No additional information is available.